Manufacturer narrative:
The device expiration and manufacturing dates could not be provided as the device lot number was not provided and the device was not returned. The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. The patient effect of occlusion is listed in the proglide instructions for use (IFU), as is a known inherent risk of the procedure. A conclusive cause for the reported backwall stitch could not be determined. Factors that contribute to back wall stitch, include, but not limited to, user technique (lateral puncture, using the device in a femoral vessel < 5mm). The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that bilateral suture placement in the minimally diseased right and left arteries was achieved with proglide devices using the pre-close technique prior to an endovascular aneurysm repair (evar) procedure. Reportedly, after the procedure and closure with the proglide sutures, both arteries were occluded. The proglide sutures of two devices had fired through the back wall of the vessels. No additional information was provided.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional proglide device is filed under a separate medwatch report number.